Manufacturer narrative:
(B)(4). According to the complainant, the suspected device is disposed and will not be returned. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant lesion in the airway during a stent placement procedure performed on june 11, 2018. Reportedly, the patient's anatomy was tight. The ultraflex tracheobronchial stent was placed for tracheoesophageal fistula. According to the complainant, during the procedure, the stent was able to be deployed, however, an extra suture was noted hanging at the distal end of the stent. The physician tried to remove the extra suture but was unsuccessful. The entire stent was removed with forceps and another ultraflex tracheobronchial stent was placed to complete the procedure. Per the physician, a stent with an extra suture is not good for secretion discharge. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo was provided by the complainant and showed that the stent suture was unraveled.